Event description:
Caller reported a continuous glucose monitor (cgm) error, specifically error 42, while using a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer service provided detailed instructions to reset the pump, guiding the caller through the process, which resolved the issue as the error did not reappear. Consequently, the caller was able to successfully start their sensor session.